Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on a customer experience, the peritoneal dialysis patient contact reported an additional fluid leak being observed in the cassette housing of the liberty cycler. Follow up with the patient indicates that the patient notified the clinic and was prescribed prophylactic antibiotics. The patient reported no complications as a result of the alleged event. Patient completed treatments with continuous ambulatory peritoneal dialysis and resumed treatment on a replacement cycler. The patient discarded the alleged device.